Event description:
It was reported that two kit devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 512s gaskets tore when inserting a camera. There was no consequence to the pt.